Manufacturer narrative:
B3 - date of event: date of event was approximated to 03/01/2024 as the exact event date was not reported. Device evaluated by MFR: the device was returned for evaluation. A visual and tactile examination identified no issues with the shaft of the device. The device was returned with the stent partially deployed by approximately 5mm. The stent was noted to be damaged. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 15apr2024. It was reported that the stent was defective. An 8x29, 5f, 135cm carotid wallstent was advanced for treatment. During the course of the procedure, it was noted that the stent was defective. There were no patient complications reported. However, device analysis revealed stent partial deployment and stent damage.